Manufacturer narrative:
B3: estimated date of event. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: user facility medwatch (medsun mandatory and voluntary report form) report (B)(4).

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device via a 5f sheath after a diagnostic angiogram. Reportedly, the device separated at the junction of the distal/proximal guide while advancing into the femoral artery and the distal sheath remained in the patient anatomy. Using fluoroscopy, a forcep was used and the separated portion of the proglide was successfully removed the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequently, a user facility medwatch report (# (B)(4)) was received stating: "describe event or problem: perclose catheter broke off inside patient while attempting to advance it into the femoral artery. Resolution: with use of fluoroscopy, a forcep was able to grab the catheter and it was pulled out of the patient. What problem did the user have: device failed ".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.